Event description:
It was reported that the patient would feel stimulation at the pocket site and at the lead locations when the implantable neurostimulator (ins) had been shut off. It was also said that the patient would feel stimulation when the ins was shut off and being recharged. It was noted that the residual stimulation would only last for a short time. The impedances were tested and all pairs were found to be between 500 and 800 ohms. The patient was reported as having always had poor coverage and had stimulation in his ribs and upper back. The lead placement was said to ¿look great¿ and the patient was said to have had ¿plenty¿ or reprogramming in the past. It was noted that the patient believed that the residual perception of stimulation and the poor coverage were related events. Additional information received reported that no malfunctions were seen and no cause of the patient¿s issue could be determined. Additionally, it was stated that the patient was not receiving effective therapy and no further action was taken. Additional information received reported that no appointments were scheduled to take any further action.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ins is inconclusive because the root cause of the patient feeling stim unexpectedly while recharging and at undesired location remains unknown. (B)(4) reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ins is inconclusive because the root cause of the patient feeling stim unexpectedly while recharging and at undesired location remains unknown. Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97792, product type: accessory. Product ID: 97792, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient would feel stimulation at the pocket site and at the lead locations when the implantable neurostimulator (ins) had been shut off. It was also said that the patient would feel stimulation when the ins was shut off and being recharged. It was noted that the residual stimulation would only last for a short time. The impedances were tested and all pairs were found to be between 500 and 800 ohms. The patient was reported as having always had poor coverage and had stimulation in his ribs and upper back. The lead placement was said to "look great" and the patient was said to have had "plenty" or reprogramming in the past. It was noted that the patient believed that the residual perception of stimulation and the poor coverage were related events. Additional information received reported that no malfunctions were seen and no cause of the patient&#62688;issue could be determined. Additionally, it was stated that the patient was not receiving effective therapy and no further action was taken. Additional information received reported that no appointments were scheduled to take any further action. Additional information received reported that the entire neurostimulation system was being explanted at the time of the report. The system functioned as normal, the impedances were fine, there were no obvious signs of malfunction. It was stated that, after few months of using it, the patient described painful stimulation in the side and wanted the system explanted. X-ray films were taken and leads showed no signs of migration. The patient was in overdischarge and the reporter was unable to pull clinician programmer report at time of the explant. It was also reported that the patient had poor(painful) stimulation and feeling shocking "in side." It was stated that the patient was fine then reported uncomfortable stimulation in his side. It was later reported that the patient was doing well post-op.

Manufacturer narrative:
Analyisis of the implantable neurostimulator (serial # (B)(6)) found no anomaly. Analysis of the lead (serial # (B)(4)) found no anomaly. Analysis of the lead (serial # (B)(4)) found no significant anomaly as the stimulation lead body's outer insulation was melted. Analysis of the anchor found no anomaly. Analysis of the anchor found no significant anomaly as the anchor was cut.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97792, product type: accessory. Product ID; 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type; lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.